Event description:
It was reported that when being used in this patient, the red part of the extension tubing fell off. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the connector becoming detached from the extension tubing was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The catheter was assembled with a two-piece connector. Usage residues were observed throughout the sample. The red flushing connector was completely detached from the extension tubing. Microscopic inspection of both the flushing connector, extension tubing and strain-relief sleeve revealed them to be well formed and free of deformity. Tactile inspection of the sample revealed severe tensile weakness throughout the extension tubing. Tactile inspection of the sample revealed severe tensile weakness throughout the extension tubing. Material necking and discoloration were observed just distal of the strain-relief sleeve. The severe tensile weakness, necking and discoloration suggested that the flushing connector became detached from the extension tubing due to tensile (pulling) stress applied to the connector. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4194 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when being used in this patient, the red part of the extension tubing fell off. No other information provided.